Manufacturer narrative:
(B)(4).)

Event description:
It was reported by a facility representative that a flogard infusion pump did not work. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "does not work" was confirmed on customer site by service as failure 74. F-74 was found in the alarm log. Service determined that the cause was due to a defective cpu board, which was replaced onsite at the facility by a baxter field service technician to resolve the issue.